Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-00727 for the leveen needle electrode, and manufacturer report # 3005099803-2012-00728 for the rf 3000 radiofrequency generator. It was reported to boston scientific corporation that a leveen needle electrode and a rf 3000 radiofrequency generator were used during a radiofrequency ablation procedure performed on (B)(6), 2012. According to the complainant, during the procedure, roll off (complete ablation) was not achieved. Therefore, the physician withdrew the leveen needle electrode, where it was discovered that the insulation was damaged. Reportedly, a needle guide was used during the procedure. The physician attributed the insulation damage to the friction of inserting the electrode through the needle guide. The procedure was completed using a second leveen needle electrode and the same rf 3000 radiofrequency generator. The rf 3000 radiofrequency generator has been used successfully since this event. As a result of the damaged insulation, the patient sustained a three to five centimeter burn on the surface of the skin. The burn was not life threatening, but was reported to be major. The puncture burn was treated by the dermatology department.

Manufacturer narrative:
The complainant was unable to report the upn and serial number; therefore the manufacture date is unknown.(B)(4).the complainant indicated that the device has been retained and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.